Event description:
It was reported that the patient was admitted due to malignant prostate tumor locally high-risk prostate cancer on (B)(6) 2025, at 14:14. The patient was admitted on (B)(6) 2025 and underwent laparoscopic radical prostatectomy under general anesthesia on (B)(6) 2025 at 11:20. After the surgery, they returned to the ward with a drainage tube and a retained urinary foley catheter, draining light red, clear urine. An unplanned catheter removal assessment scored 16, indicating low risk. On (B)(6) 2025 at 12:48, the patient complained of abdominal distension and significant urgency to urinate. The on-duty nurse checked at the bedside and found that the retained catheter drainage bag had drained only 30 ml of mildly red urine. The catheter position was adjusted, and about 550 ml of light-yellow urine was drained, with the patient reporting relief from abdominal distension. At 14:05, the patient again complained of abdominal distension and discomfort. The nurse on duty examined the patient at the bedside and found abdominal distension. The urinary catheter retained only 5 ml of light yellow urine. Part of the urinary catheter had slipped out, and no urine was seen when the urinary catheter was squeezed. The abdominal distension did not relieve significantly. The attending physician was immediately notified. The attending physician planned to replace the three-lumen urinary catheter. The urinary catheter was removed at the bedside, and a large amount of urine, about 600 ml, flowed out of the urethra, accompanied by bloody fluid. A three-lumen urinary catheter and a regular urinary catheter were replaced at the bedside, but the placement failed. The attending physician came to the bedside and used a guide wire to place a silicone urinary catheter, but was unsuccessful. It was planned to perform emergency cystoscopy to place a urinary catheter, and the patient was instructed to refrain from eating and drinking and was given psychological comfort. The nurse in charge checked the removed three-chamber urinary catheter and found that the balloon had shrunk significantly . It was taken to the second treatment room for a water injection test, which showed obvious leakage. The head nurse and department director were immediately notified.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri-lumen is composed to tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. The product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical interface, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Sterilized by radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have latex allergy. Correction: b, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was admitted due to malignant prostate tumor locally high-risk prostate cancer on (B)(6) 2025, at 14:14. The patient was admitted on (B)(6) 2025 and underwent laparoscopic radical prostatectomy under general anesthesia on (B)(6) 2025 at 11:20. After the surgery, they returned to the ward with a drainage tube and a retained urinary foley catheter, draining light red, clear urine. An unplanned catheter removal assessment scored 16, indicating low risk. On (B)(6) 2025 at 12:48, the patient complained of abdominal distension and significant urgency to urinate. The on-duty nurse checked at the bedside and found that the retained catheter drainage bag had drained only 30 ml of mildly red urine. The catheter position was adjusted, and about 550 ml of light-yellow urine was drained, with the patient reporting relief from abdominal distension. At 14:05, the patient again complained of abdominal distension and discomfort. The nurse on duty examined the patient at the bedside and found abdominal distension. The urinary catheter retained only 5 ml of light yellow urine. Part of the urinary catheter had slipped out, and no urine was seen when the urinary catheter was squeezed. The abdominal distension did not relieve significantly. The attending physician was immediately notified. The attending physician planned to replace the three-lumen urinary catheter. The urinary catheter was removed at the bedside, and a large amount of urine, about 600 ml, flowed out of the urethra, accompanied by bloody fluid. A three-lumen urinary catheter and a regular urinary catheter were replaced at the bedside, but the placement failed. The attending physician came to the bedside and used a guide wire to place a silicone urinary catheter, but was unsuccessful. It was planned to perform emergency cystoscopy to place a urinary catheter, and the patient was instructed to refrain from eating and drinking and was given psychological comfort. The nurse in charge checked the removed three-chamber urinary catheter and found that the balloon had shrunk significantly. It was taken to the second treatment room for a water injection test, which showed obvious leakage. The head nurse and department director were immediately notified.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). A potential root cause for this failure mode could be low latex viscosity, short latex dwell time, latex dip speed out too slow causing thin sac. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri-lumen is composed to tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. The product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical interface, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Sterilized by radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have latex allergy. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.